Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. As the guidezilla was inserted into the guide catheter the shaft broke. The break occurred while outside the patient and the device was easily removed. The procedure was completed with another guidezilla device. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. As the guidezilla was inserted into the guide catheter the shaft broke. The break occurred while outside the patient and the device was easily removed. The procedure was completed with another guidezilla device. No patient complications were reported.

Manufacturer narrative:
(B)(4).